Manufacturer narrative:
(B)(4). Evaluation found that the device was not returned. Needle deflection can occur due to a number of factors including, but not limited to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure alignment of needles. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of a slightly calcified common femoral artery after a transcather aortic valve replacement procedure. Reportedly, although during needle deployment three of the four needles emerged at the top of the barrel of the device as designed, the fourth needle deflected. The needles were backed down as indicated in the instructions for use, the device was removed, and a second prostar xl device was used to achieve hemostasis. The final closure of the site was reportedly "perfect." The product experience did not result in prolonged hospitalization of the patient. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Terumo guide wire 0.035, terumo sheath 8f, heparin 5000 units. Use in calcified vessel. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot is forthcoming. A follow-up will be submitted with all relevant information.